Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04784. It was reported that patient experienced a fall and since had ineffective stimulation as the system was auto reducing. Diagnostics revealed high impedance on all contacts. Troubleshooting did not resolve the issue. As a result, surgical intervention was undertaken where in the both leads were explanted and replaced.